Event description:
The customer reported the device shows a too high current to charge message while using the system maintenance battery status task. There was no patient involvement reported.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 charge current too high for battery. Technical support: 1. Replace the battery. 2. Replace the power supply processor board. 3. Return the module to the factory. Recommend to replace the battery pack. Biomed will order battery. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/28/2017 to present date 01/15/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: caller has an 8015 unit that shows a too high current to charge message while using the system maintenance battery status task. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported the device shows a too high current to charge message while using the system maintenance battery status task. There was no patient involvement reported.